Manufacturer narrative:
No patient code available for "low arterial tension".

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra easy meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient was unable to confirm when the meter issue began, but alleged, some days prior to contacting lfs, she obtained an inaccurately high blood glucose result of ¿11.5 mmol/l¿ on the subject meter, compared to ¿8.5 mmol/l¿ on a calibrated laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated she manages her diabetes with oral medication (metformin 2 tablets per day and maninil 1.5 tablets per day), diet and exercise. In response to the alleged inaccurate high reading, the patient reported she increased the maninil tablet from 1.5 tablet to 2 tablets per day. After the dose was increased the patient reported she developed symptoms of ¿dizziness, trembling and low arterial tension¿. In response to the symptoms she visited a doctor and her medication was decreased to metformin 2 tablets per day and maninil 1 tablet per day, which she reports has ¿made her health better¿. During troubleshooting, the csr noted that the patient had used an approved sample site to obtain the blood samples and the correct testing steps were followed. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.